Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a 39-year-old female patient who had essure (batch no. 844601) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included trauma nos and upper respiratory infection. Previously administered products included for birth control: depo-provera from 2006 to 2011. Concurrent conditions included depression, hypothyroidism, back pain, sore throat and runny nose. Concomitant products included metronidazole (flagyl) for pelvic pain as well as diazepam, levothyroxine, meloxicam, oxycodone, sertraline and venlafaxine. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient had essure inserted. In august 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced dyspareunia ("dyspareunia"), menstrual disorder ("menstruation issues"), migraine ("migranes"), abdominal pain lower ("lower abdominal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, menstrual disorder, migraine, depression and anxiety outcome was unknown, the vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: essure device was successfully occluded quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a 39-year-old female patient who had essure (batch no. 844601) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included trauma nos and upper respiratory infection. Previously administered products included for birth control: depo-provera from 2006 to 2011. Concurrent conditions included depression, hypothyroidism, back pain, sore throat and runny nose. Concomitant products included metronidazole (flagyl) for pelvic pain as well as diazepam, levothyroxine, meloxicam, oxycodone, sertraline and venlafaxine. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced dyspareunia ("dyspareunia"), menstrual disorder ("menstruation issues"), migraine ("migranes"), abdominal pain lower ("lower abdominal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, menstrual disorder, migraine, depression and anxiety outcome was unknown, the vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet was received events added from pfs- depression, mental anguish, abdominal pain and abnormal bleeding (menorrhagia), pain clubbed to previous event. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a 39-year-old female patient who had essure (batch no. 844601) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "complications or problems that occurred at the time of essure placement procedure: hard time placing coil". The patient's past medical history included trauma nos, upper respiratory infection and spinal operation. Previously administered products included for birth control: depo-provera from 2006 to 2011. Concurrent conditions included depression, hypothyroidism, back pain, sore throat and runny nose. Concomitant products included metronidazole (flagyl) for pelvic pain as well as diazepam, levothyroxine, meloxicam, oxycodone, sertraline and venlafaxine. On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, 4 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), migraine ("migranes"), abdominal pain lower ("lower abdominal pain"), abdominal pain ("abdominal pain") and fallopian tube spasm ("complications or problems that occurred at the time of essure placement procedure: l tube spasmed "). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, dyspareunia, menstrual disorder, migraine, depression, anxiety and fallopian tube spasm outcome was unknown, the vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube spasm, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-oct-2018: pfs received: added new events: complications or problems that occurred at the time of essure placement procedure: l tube spasmed, hard time placing coil incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 39-year-old female patient who had essure (batch no. 844601) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included trauma nos and upper respiratory infection. Previously administered products included for birth control: depo-provera from 2006 to 2011. Concurrent conditions included depression, hypothyroidism, back pain, sore throat and runny nose. Concomitant products included diazepam, levothyroxine, meloxicam, oxycodone, sertraline and venlafaxine. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), menstrual disorder ("menstruation issues"), migraine ("migranes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("lower abdominal pain"). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, menstrual disorder and migraine outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea and abdominal pain lower was resolving. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 22-nov-2011: essure device was successfully occluded . Most recent follow-up information incorporated above includes: on 3-apr-2018: pfs and medical record received - lot number, reporter information, patient details, other relevant history, product information, concomitant drugs, events - abnormal bleeding (vaginal), menorrhagia, dysmenorrhea (cramping), lower abdominal pain were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in a 39-year-old female patient who had essure (batch no. 844601) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "complications or problems that occurred at the time of essure placement procedure: hard time placing coil". The patient's medical history included trauma nos, upper respiratory infection and spinal operation. Previously administered products included for birth control: depo-provera from 2006 to 2011. Concurrent conditions included depression, hypothyroidism, back pain, sore throat and runny nose. Concomitant products included diazepam, levothyroxine, meloxicam, oxycodone, sertraline and venlafaxine. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 4 days after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), migraine ("migraines"), abdominal pain lower ("lower abdominal pain"), abdominal pain ("abdominal pain"), fallopian tube spasm ("complications or problems that occurred at the time of essure placement procedure: l tube spasm "), urinary tract disorder ("bladder/urinary problems") and bladder disorder ("bladder/urinary problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, urinary tract disorder and bladder disorder had resolved, the dyspareunia, menstrual disorder, migraine, depression, anxiety and fallopian tube spasm outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube spasm, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in a 39-year-old female patient who had essure (batch no. 844601) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "complications or problems that occurred at the time of essure placement procedure: hard time placing coil". The patient's medical history included trauma nos, upper respiratory infection and spinal operation. Previously administered products included for birth control: depo-provera from 2006 to 2011. Concurrent conditions included depression, hypothyroidism, back pain, sore throat and runny nose. Concomitant products included metronidazole (flagyl) for pelvic pain as well as diazepam, levothyroxine, meloxicam, oxycodone, sertraline and venlafaxine. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 4 days after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), migraine ("migranes"), abdominal pain lower ("lower abdominal pain"), abdominal pain ("abdominal pain"), fallopian tube spasm ("complications or problems that occurred at the time of essure placement procedure: l tube spasmed "), urinary tract disorder ("bladder/urinary problems") and bladder disorder ("bladder/urinary problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, urinary tract disorder and bladder disorder had resolved, the dyspareunia, menstrual disorder, migraine, depression, anxiety and fallopian tube spasm outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube spasm, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary problems diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Reporter information added. Events: bladder/urinary problems added. Event outcome were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), menstrual disorder ("menstruation issues") and migraine ("migraines"). At the time of the report, the pelvic pain, dyspareunia, menstrual disorder and migraine outcome was unknown. The reporter considered dyspareunia, menstrual disorder, migraine and pelvic pain to be related to essure. The reporter commented: . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.